Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown right knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
This is for continued loosening, longer scar, swelling, fluid & pain, poor flexibility and impending revision. It was reported through stryker facebook page: "had my left knee replaced march of 2022. Revision april of 2023. Scheduled for another revision november of 2023." Update per additional comment received: "going in soon for my 2nd revision. First surgery and first revision done with mako. Both resulted with same results loose, longer scar, swelling & fluid, pain and poor flexibility."